Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic check, episodes of inappropriate mode switch and atrial lead noise was observed. There were adverse health consequences to the patient. The patient will continue to be monitored.